Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] was diagnosed with peritonitis on (B)(6) 2023. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = >5000 u/l) were collected, and the patient was diagnosed with peritonitis. The patient was hospitalized following the clinic appointment due to the severity of discomfort he was experiencing. The patient was admitted and treated with intraperitoneal (ip) vancomycin 1500 mg every three days, and ip ceftazidime 1500 mg daily for 15 days. The patient¿s peritoneal effluent culture result returned with ¿no growth,¿ however the patient¿s antibiotics were continued. The patient remains hospitalized in stable condition and is recovering from the events. The pdrn attributed causality to a fluid leak which occurred on (B)(6) 2023 during a pd treatment. The patient continues to undergo ccpd therapy while hospitalized and will resume utilizing the same liberty select cycler following discharge.

Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] was diagnosed with peritonitis on (B)(6) 2023. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = >5000 u/l) were collected, and the patient was diagnosed with peritonitis. The patient was hospitalized following the clinic appointment due to the severity of discomfort he was experiencing. The patient was admitted and treated with intraperitoneal (ip) vancomycin 1500 mg every three days, and ip ceftazidime 1500 mg daily for 15 days. The patient¿s peritoneal effluent culture result returned with ¿no growth,¿ however the patient¿s antibiotics were continued. The patient remains hospitalized in stable condition and is recovering from the events. The pdrn attributed causality to a fluid leak which occurred on (B)(6) 2023 during a pd treatment. The patient continues to undergo ccpd therapy while hospitalized and will resume utilizing the same liberty select cycler following discharge.